Event description:
A patient underwent abdominal aortic intervention on (B)(6) 2010. The physician deployed a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac leg. Physician did three runs at the renals and deployed the supra-renal stent on magnification and slowly deployed the top cap. He had good flow to both renals. The physician preceded to deploy the rest of the graft, both limbs, and then ballooned at the proximal stent and the seal zones. He had no access issues. He did the final run and noticed no flow to the left renal. On computerized tomography scan, the left renal had a large area of calcium at the origin and was circumferential. The gold marks were below the renal area but seemed occluded. The entire thought is that it must have occluded from the calcium breaking off or a clot. Act was kept in the high 200's. No leaks were found with the endograft in any area. He then proceeded to try and cannulate the left renal. He was able to get a wire in 4 or 5 times but not able to pass a small sheath or catheter to try and balloon and stent. He then accessed the left brachial artery and was able to use a long 90cm 6fr sheath to get down to the renal. He then accessed it with a wire and was able to pass a small pta balloon into the artery. The physician then inflated the balloon to open up the artery and passed the sheath through. He placed another manufacturer's 7mm x 27mm stent into the renal and opened it back up.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU warns: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The root cause is procedure related due to patient condition. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. We will continued to monitor for similar complaints.